Manufacturer narrative:
(B)(4). The device was manufactured on october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted white particles ranging between 1.09 to 1.81 mm in length, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was particulate matter inside the reservoir of a small volume intermate. The device was filled with unspecified amounts of meropenem, daptomycin, and tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.